Manufacturer narrative:
Operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassettes were alarming no disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Other text: h6: health impact code: updated. H6: event problem and evaluation codes: update not required. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) picture was received for evaluation. No product sample was received. Visual inspection of the picture showed pump displaying the message no disposable pump won't run." The complaint is confirmed. No other analysis was performed. No root cause was determined due to no product was returned for analysis; however, an internal CAPA was opened on (B)(6) 2021 to investigate the failure mode reported. The CAPA is currently in solution confirmation and implementation plan phase. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) corrected data: d3: report source.